Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:the surgeon and rn explained that the ligamax did not show any problems during the case. They both thought it was a very easy straightforward case. The patient came back within a week for x-rays and then is when they realized there was the leak.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the initial procedure went well with no patient consequence. Sometime later the patient presented with a bile leak. It is unknown at this time how the leak was detected or repaired. No further information available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Does the patient have any relevant history of surgical treatments? If so, what? Did somebody other than the primary surgeon fire the instrument? If so, whom? What was the number of clips used? What was the time interval between the initial surgery and the second procedure for the bile leak? Was there a recent conversion to ees devices in this account or with this surgeon? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.